Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# FDA-2014-n-0736-1113) in united states on 01-sep-2015 who had essure (fallopian tube occlusion insert) placed in (B)(6) 2008. Since essure placement, her symptoms have slowly progressed: she is suffering from extremely heavy periods, excessive hair loss and weight gain, low sex drive, loss of energy and motivation. Swollen legs and stomach, unbearable pain on her left side near fallopian tube, countless x-rays, computerised tomogram scans, and pain medication. Not to mention depression and anxiety. She is scheduled for a hysterectomy on (B)(6). She is overjoyed to finally have an eviction date of these poisonous coils. She is an advocate to all women suffering from this pain and hell. This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced unbearable pain on her left side near fallopian tube. This event, seen as pelvic pain, is serious due medical importance and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, since device placement, her symptoms (the pain and other non-serious events) have slowly progressed and she is scheduled for a hysterectomy. Given event's nature and suggestive temporal relationship, causality with essure use cannot be excluded. Since an intervention will be required, this case is regarded as incident. No further follow up will be actively pursued, since this case was identified during health authority website monitoring

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 02-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced unbearable pain on her left side near fallopian tube. This event, seen as pelvic pain, is serious due medical importance and listed in the reference safety information for essure. Pelvic pain may occur during essure use. In this case, since device placement, her symptoms (the pain and other non-serious events) have slowly progressed and she is scheduled for a hysterectomy. Given event's nature and suggestive temporal relationship, causality with essure use cannot be excluded. Since an intervention will be required, this case is regarded as incident. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No further follow up will be actively perused, since this case was identified during health authority website monitoring